Event description:
It was reported by a patient that they head on the news that someone passed away due to vns. The patient could not recall any further information related to the news report and patient who passed. No other relevant information has been received to date.